Event description:
It was reported that during the implant attempt there was sensing difficulty, positioning difficulty and high impedence. A different lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood present in/on the helix mechanism. Full lead returned and analyzed.